Manufacturer narrative:
B3-date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported patient experienced pain /discomfort at the pocket site. As such, surgical intervention was undertaken wherein the pocket site was changed and replaced with a new smaller ipg. Reportedly, therapy was restored.